Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), headache ("I have chronic headache") and pelvic pain ("lot of pain"). The patient was treated with surgery (hystoscopy). At the time of the report, the genital haemorrhage, headache and pelvic pain outcome was unknown. The reporter considered genital haemorrhage, headache and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones reported via social media: headache, genital haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Event lot of pain added. After company internal review the event heavy bleeding was upgraded to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.